Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The motor passed motor test. The insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error and it had physical damage. Then he noted the buttons on the insulin pump were responding intermittently. Customer's blood glucose was 140 mg/dl. Customer stated the device had been dropped a couple of times. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.